Event description:
It was reported that the device was being used during a lap nissen procedure. It was reported that the device gave a solid tone. The procedure was completed without consequence to the pt.